Event description:
Pt with recurrent glioblastoma (gbm) began optune therapy on (B)(6) 2014. On (B)(6) 2015, a novocure device support specialist was informed by the son that the pt died on (B)(6) 2015. Prescribing physician was contacted for add'l info with no response. Cause of death is unk. No adverse events associated with device use were reported. The last day of optune therapy was not known until the equipment was returned to novocure and logfiles downloaded on (B)(6) 2015. Per logfile review, last device use was (B)(6) 2015 at 08:58 and device was functioning as per normal operating parameters.

Manufacturer narrative:
Novocure medical opinion is that death was not related to optune therapy. Death is an expected event in pts with recurrent glioblastoma (gbm) due to the natural history of the disease. On the pivotal phase iii trial, overall survival was 6.3/6.4 months in the optune therapy and chemotherapy arm respectively.